Manufacturer narrative:
Product event summary: the mapping catheter 990063-020 with lot number 217658007 was returned and analyzed. Visual inspection showed the loop array was misshaped. The inability to insert the mapping catheter into a balloon catheter was observed as the tip of the mapping catheter was getting stuck in the catheter¿s luer. Further inspection under microscope revealed a kink next to electrode #1. The flex shaft (pebax tubing) diameter was within specification. In conclusion, the reported kink on loop section issue has been confirmed through visual inspection. The mapping catheter failed the returned product inspection due to a kink in the tip/loop section. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the mapping catheter was not moving as expected and was stuck in a "coiled position." The mapping catheter was replaced with resolve. The case was completed with cryo. No patient complications have been reported as a result of this event.